Event description:
On (B)(6), 2010, a doctor reported that veneers that had been placed with mojo veneer cement had to be redone due to the formation of white spots under the veneers. This is the first of two reports.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as both of the scissor blades were found to be intact and undamaged.

Event description:
It was reported that during a da vinci s prostatectomy procedure, a scissor tip on the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.